Event description:
Chloraprep was being used to prep skin before starting an IV. The patient complained, and nurse noted cuts from chloraprep.====================== health professional's impression======================glass inside device penetrated through mesh barrier, cutting patient.